Manufacturer narrative:
The lot number is unknown therefore the date of the manufacture can not be determined. Return of the tracheostomy tube for investigation was requested. If returned, a failure investigation will be performed. If significant information is identified from the investigation, a summary of the investigation results will be provided in a supplemental report.

Event description:
The caller reported that the patient was on a ventilator and they noticed that the volumes and stats were wrong. They called the respiratory therapist and found the cuff was leaking. The patient was reintubated. The caller had no other information.